Manufacturer narrative:
Examination of the production records of the involved device did not reveal a deviation that may have contributed to the reported case. Based on investigation findings, it seems that the nail' distal tip may have hit the cortex at the entry point or at the fracture site and thus was distorted. This report is submitted following an FDA inspection at the manufacturer facility. Note: this product is no longer marketed in the USA.

Event description:
During implantation of a fixion il humeral nail in (B)(6), the nail was bent near its distal end.